Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2: reference MFR report: 3008829311-2016-00257. It was reported the patient ((B)(6)) was unable to feel stimulation. Reprogramming was unable to provide the patient adequate therapy. X-rays were taken and indicated the leads had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00257. Follow-up information indicated surgical intervention was undertaken and both leads were explanted and replaced. The patient reported receiving effective therapy.